Manufacturer narrative:
Review of the device history record (DHR), supporting quality records, and two companion samples confirmed no anomalies that may have caused or contributed to the adverse event.

Event description:
Consumer reported a half hour into wearing a depend fit flex underwear for women she began to experience a reaction with discomfort, redness, swelling, vaginal odor and pain. She alleged her arms, wrists, hands and vagina were swollen and itchy. She went to the hospital via ambulance. During transport she was given IV benadryl by ems. In the emergency room (ER) she was diagnosed with acute contact dermatitis and given ceftriaxone IV and also prednisone and famotidine. She was hospitalized for observation for two nights and discharged home with tapering daily oral steroids and daily famotidine. Consumer reported she was feeling much better and had recovered from her reaction.

Manufacturer narrative:
New/corrected information: b2: hospitalization - initial or prolonged g7: follow-up 1 h2: follow-up type.

Event description:
This is a follow up to correct b2 to 'hospitalization - initial or prolonged'.